Event description:
Medtronic received information that during the implant of this mechanical valve, after the valve was sewn in, the doctor had to rotate the valve. The doctor did not use the specified valve rotator designed for this product and the leaflet was damaged. The valve was explanted and another valve of the same model and size was implanted with no adverse patient effects reported.

Manufacturer narrative:
Analysis: the valve has been returned and continues to undergo extensive analysis. Upon completion of the analysis, a follow up report will be submitted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the right leaflet was fractured in several places. The valve was visually inspected with no as-manufactured anomalies noted. Functional testing of the valve could not be done as the right leaflet was broken. The fracture on the right leaflet appeared to be the result of over rotation of the leaflet in the open position, coupled with a torque on the leaflet action parallel to the axis of the valve. The as-returned orifice and left leaflet were dimensionally inspected and the stiffening ring was measured for roundness. The valve met dimensional and engineering specifications. The instructions for use (IFU) for this model valve states: "a color-coded rotator is included with each valve. Only use the supplied rotator because the rotator is matched to the valve size and position." Conclusion: the root cause of the broken leaflet appears have resulted from the use of an incorrect rotator. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.